Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the physician had a difficult time inserting and tightening the setscrew of the svc coil on the device. The port was indicated to be bent. The lead was inserted and all parameters were noted to be in range. The device remains in use. No patient complications have been reported as a result of this event.